Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please provide more information about slow ooze of blood? There is not much other information aside from minimal ooze of blood was noted at the site. * did the patient loss more than 1 cup of blood? No * did the patient required some type of intervention related to the bleeding? Please provide more information no other intervention * was any other tissue damaged as a result of searching the needle? No attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Event description:
It was reported that a patient underwent a rectal hemorrhoid removal procedure under anesthesia and suture was used. During the procedure there was a slow ooze of blood. The surgeon wanted to control the bleeding through a combination of suture ligature and cautery. As the surgeon passed the needle for the first time the needle broke leaving a portion of it within the soft tissue. Fluoroscopy was brought in to the room to assist with the retrieval of the broken needle. Subsequent imaging no longer showed the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).